Manufacturer narrative:
The event occurred in india. It was reported that an hl20 pump displayed the error message: ad-conv during startup of device. No harm to any person has been reported. According to the hl20 service manual the error message: ad conv indicates that the analogue digital memory is faulty. A getinge field service technician (fst) was sent for investigation and repair. The failure was reproducible. The motor control board found to be replaced. The affected part was not made available for further investigation at the manufacturer. However the failure was assessed by the getinge life cycle engineering. The ad-conv error is caused by a failed adc test. This test is carried out in the control board by the microcontroller, where a signal generated in the motor control board is tested. Therefore the most probable root cause was determined as a defective component in the motor control board. The review of the non-conformities has been performed on 2025-02-19 for the period of 2012-11-20 to 2025-02-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2012-11-20. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure error message: ad-conv could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2012. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india. It was reported that an hl20 pump displayed the error message: ad-conv during startup of device. No harm to any person has been reported. According to the hl20 service manual the error message: ad conv indicates that the analogue digital memory is faulty. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).